Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose. Troubleshooting was performed. The daughter stated that her mother recently was released from the hospital. The daughter stated that the insulin pump was taken off, and her mother was giving manual injections. No further info was provided.